Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the device product was not returned. The assembly process and manufacturing procedure for catalog #1613v were reviewed and no findings that can potentially relate to the reported issue were found. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of the product sample to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: the complaint alleges that holes were found in the circuit. The circuit failed testing on a drager xl ventilator prior to patient use. No report of patient injury.